Event description:
It was reported that during a gastric bypass there were malformed staples caused oozing at staple line. Device has been discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: what device was used with the two reloads reported? Long60a. Was the staple line oozing blood? Yes. Was the staple line oozing gastric contents? No. On what tissue type was the device used? At what location on the tissue? Stomach, jejunum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 3rd and 6th. If echelon, during which stroke did the event occur? After last stroke. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.